Manufacturer narrative:
This report is being submitted as follow up no. 1 to update, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. Arteriotomy locator was returned as well. No other accessory components were returned. Visual inspection revealed that there was a blood like substance observed on the device. The carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with color bands fully exposed. Upon microscopic inspection of the tip of the sheath, anchor could not be seen. No other visual anomalies were noted with the device. X-ray images were taken for the distal tip of the hemostasis sheath and the anchor was confirmed to be present. Functional testing was conducted. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to be exposed. The deployment sleeve was then moved into the rear lock position and the anchor was posted to the sheath. The digital force was applied to the anchor and suture unspooled as intended with collagen but the tamper tube did not release. No other functional anomalies were noted with the device. The device was then dissected and the presence of tamper tube was confirmed. It is likely that accumulation of dried blood like substances obstructed movement of the tamper tube. There were no other visual or dimensional anomalies noted. The tamper tube was dimensionally measured and found to be: the outer diameter of the tamper tube = 0.079'' and the inner diameter of the tamper tube =0.029''. All measurements were found to be within the manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the tamping tube did not release likely due to obstruction by dried blood like substances. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The bypass tube was left in the pouch. The device was not used, and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was a coiling procedure. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no health damage to the patient. There were no other devices or equipment used with the reported product.